Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s lead had migrated from its optimal position. The patient had less than 50% therapy relief. Xrays were completed. A surgical intervention/revision was done to move the lead back to where it was needed to obtain optimal therapy. The issue was resolved and the patient was alive with no injury. No additional follow up was pursued as the issue was resolved.